Event description:
The audiologist reported that the patient had a thick skin flap that contributed to the patient's limited progress with the implant. A revision surgery to thin the flap reportedly was done in 2006 (specific date not reported). The patient reportedly is now making progress with his device.

Manufacturer narrative:
This is a final report.